Event description:
It was reported that the device would intermittently lock-up when pressing the buttons on the main keypad. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The cause of the reported problem was determined to be a heat sensitive ic chip, designator u8, on the system controller pcb assembly. After replacing this assembly proper device operation was confirmed through functional and performance testing. The device was returned to the customer for use.